Event description:
During a pulmonary vein isolation to treat a persistent atrial fibrillation, a faradrive steerable sheath was selected for use. During procedure, the treatment on left atrium was completed, the farawave was removed. Upon attempt to reinsert a non-bsc catheter, bleed back noted at sheath valve and while attempting to aspirate sheath, air was continually noted, unable to clear line of continual aspiration. No abnormalities noted during prep. Devices inside sheath fd connect, dilator, hd grid, farawave. Irrigation method used was pump, alaris, 50ml/hr. Excess bubbles in aspiration syringe and in sheath shaft. No air was noted into patient. Guidewire position was retracted to start of guidewire lumen. The sheath was replaced, and procedure was completed with no patient complications. The device is expected to be returned.